Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right femoral. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. Following a 6f non-boston scientific (bsc) sheath was placed, a 0.014 inch non-bsc guidewire was crossed the lesion. A 4.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a 4mmx4cm non-bsc device. There were no patient complications nor injuries reported. The patient condition was good.

Manufacturer narrative:
(B)(6).